Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. The exact cause could not be determined at present. Olympus is planning to follow up with the facility to obtain additional information. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the number of the pseudomonas aeruginosa, which was detected in the surveillance culturing tests at the facility, has been increasing since (B)(6) 2017 and the number reached 500 cfu/ml. Detailed information was not provided but there was no infection report associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the distal end, the forceps elevator, and the channels of the subject device. After the testing, (B)(4) evaluated the subject device and confirmed a leakage from the control section of the subject device but there was no irregularity associated with the event.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".